Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit due to blood glucose (bg) levels of 587 mg/dl. Reportedly, the customer fell and received a ¿bump on her head¿. The customer was treated with intravenous saline and insulin to address bg level. The customer was discharged on (B)(6) 2024 with no permanent damage, and the issue resolved. Reportedly, an unspecified malfunction alarm had occurred. The customer reverted to an alternate method of insulin therapy.